Manufacturer narrative:
The analysis of the suspect power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the power switching board and computer for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the imaging system has not been received by the manufacturer for evaluation. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not progress past standalone mode. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the hdd would click after twenty minutes. The computer would then cycle restarting. It was confirmed that the hard drive of the computer was malfunctioning.